Event description:
It was reported that the right atrial lead threshold had been chronically high. The lead was capped and replaced. No patient compl ications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.